Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos) post-sense. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.